Event description:
Customer complaint alleges the catheter could not be advanced in the patient and therefore was removed. After removal a longitudinal tear was visible. There was no report of patient impact or consequence.

Manufacturer narrative:
Qn# (B)(4). The customer returned one unopened cv-12702 kit as a representative sample. The actual complaint sample was not returned for evaluation. The kit was opened and the catheter was examined. No defects or anomalies were identified. The representative catheter body measured 168mm in length, within the range of 157 to 177mm specified by the product drawing. The catheter was advanced over the spring-wire guide. No issues were identified. A device history record review was performed and no relevant findings were identified. The instructions-for-use (IFU) that are packaged with this kit contains information on the use of this product. The customer reported issue of the catheter being difficult to advance was not confirmed during the complaint investigation. Without the actual complaint sample , the complaint could not be confirmed and the probable cause of the issue could not be determined. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
Customer complaint alleges the catheter could not be advanced in the patient and therefore was removed. After removal a longitudinal tear was visible. There was no report of patient impact or consequence.

Manufacturer narrative:
(B)(4).the actual device was not received; however, the customer sent an unopened representative sample from the same lot number.

Manufacturer narrative:
(B)(4).

Event description:
Customer complaint alleges the catheter could not be advanced in the patient and therefore was removed. After removal a longitudinal tear was visible. There was no report of patient impact or consequence.